Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced 6 infusion sets leakage at the event site. The event was in use for 2 days. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6. (B)(6).